Event description:
It was reported that the customer's blood glucose went from 155 down to 58mg/dl and customer went into a diabetic coma. The customer was hospitalized. The customer stated that the infusion sets were changed daily since her blood glucose was low. Troubleshooting was performed. The time and date were correct. The insulin pump recorded the boluses and basal rates correctly in the daily totals. Performed a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.